Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a primary audible alarm and acu watchdog error. The device was visually inspected and there was a cracked top case. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the interconnect board, main printed circuit board, speaker and clutches. As a result, the printed circuit board, speaker, interconnect board, and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an acu watchdog failure, audible alarm post, and a check clutch/plunger lever. During physical inspection, it was found that there was a primary audible alarm and acu watchdog errors. There was no patient involvement, no injury was reported.